Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a transjugular intrahepatic portosystemic shunt (tips) procedure using a rosch-uchida transjugular liver access set, the tip of the sheath detached from the valve. The device was removed and replaced with a similar device and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
After further review, it was determined that it should be noted that the event occurred during insertion. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed separation from the base of the flare at the proximal hub of the device. No surface damage was visible on the sheath. There was a coil protruding from the proximal end of the sheath, and the distal end of the proximal sleeve appeared slightly damaged, possibly due to reinsertion of the sheath after separation. Two catheters were returned in bent condition and it cannot be confirmed whether this damage occurred during shipping or the procedure. No other damage was noted on the catheters or the stylets. When the proximal connector cap was removed, the flare was found inside with torn and frayed material. Dimensional analysis confirmed that all components were manufactured within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications and proper procedures were in place to identify and prevent this failure mode prior to distribution. A review of the device history record showed no nonconforming events in the main lot . Nonconformances were found in subassemblies, but all affected devices were identified and scrapped out prior to device release. It should be noted there were no other reported complaints for this lot number. The IFU instructs the user to inspect the product before use to ensure that no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. It is possible that the force the sheath experienced upon being inserted into the patient caused the separation. The appropriate personnel will be contacted. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.